Event description:
The dr claims that the graft was implanted approx 16 years ago (est. 1986). The graft was explanted and replaced with another graft due to its having a pseudoaneurysm at the inguinal-femoral artery. The pseudoaneurysm was found to be 12mm in diameter. The surface of the graft was also found to be slightly collapsed (fusion). The pt had experienced pain in association with the event. The procedure was completed successfully. The post-operative condition of the pt is unknown at this time. Pt's history note: the pt has buerger's disease and was also involved in a car accident in 11/1998. On 7/2002, co learned the following: diagnosed at the time of the surgical incident was a pinhole-rupture found on the anterior wall of the graft at the right inguinal region (no bleeding was noted during the procedure). The pt's condition is reported as stable. The batch number appears, at this time, to be unknown. At the time of, and as a result of the car accident, it was found that the pt's left lung was damaged and there was some tumescence [tumefy] at the right inguinal region.